Event description:
It was reported that the epidural paddle had invalid values on all the contacts except one. The patient was scheduled to consult with the physician for a possible lead revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.